Manufacturer narrative:
H.6. Investigation summary. A device history record review was performed for provided lot numbers 9308226, 9338892, and 9338900. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that an unspecified number of bd syringes luer-lok¿ tip bulk sterile convenience pak from lots 9308226, 9338892, and 9338900 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 large batches (>(B)(4) units) of 20 & 30ml tray pack syringes leaking".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9308226, medical device expiration date: 2024-10-31, device manufacture date: 2019-12-04. Medical device lot #: 9338892, medical device expiration date: 2024-11-30, device manufacture date: 2020-02-07. Medical device lot #: 9338900, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-19. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringes luer-lok¿ tip bulk sterile convenience pak from lots 9308226, 9338892, and 9338900 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 large batches (>100 units) of 20 & 30ml tray pack syringes leaking".